Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The battery cap secured the battery inside the battery tube properly during testing. The bolus wizard was functioning properly per bolus wizard sample in the user guide. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 471 mg/dl at the time of incident. The customer's blood glucose was 262 mg/dl at the time of call. The customer's mother reported that they were throwing up prior to hospitalization. The customer's mother stated that they were given IV to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother reported that they had bent cannula and a bent insertion needle. The customer's mother performed troubleshooting and did not find any issues at the time of call. The customer's mother also reported that the battery compartment had damage and there were missing parts. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump was returned for analysis.